Manufacturer narrative:
The ft3 reagent lot number was 82282901, with an expiration date of 31-dec-2025. The field service engineer determined the sample probe was contaminated and the pump pressure was decreased, causing a decrease of water in the cleaning stations. The sample probe was replaced and the water volume was adjusted. Checks and control measurements were performed. The instrument was operating normally. No issues were observed with system reagent nozzles or cups. Tubing was adjusted since it interfered with other tubes when a mechanism nozzle was lowered. A liquid level detection connector for the sample probe in the sample probe cover and holder was cracked, so it was fixed. Controls and patient samples were tested and there were no deviations in measured values. The investigation determined the service action of adjusting the water volume/pressure resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas 8000 e 801 module. The ft3 reference range is 2.3 - 4.0 pg/ml. The sample initially resulted in a ft3 value of 2.1 pg/ml when tested on another analyzer. The sample was repeated twice on the complained e801 analyzer, resulting in ft3 values of 3.56 pg/ml and 2.12 pg/ml. The customer believed the initial value and the repeat value of 2.12 pg/ml to be correct.